Event description:
It was reported that the instrument fractured during insertion of the screw. The tip broke off into the screwhead and remains implanted. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Evaluation is in process and upon completion a supplement will be submitted. Per the package insert: "prior to use, instruments should be visually inspected and function should be tested to assure instruments are functioning properly. If instruments are discolored, have loose screws/pins, are out of alignment, are cracked or have other irregularities, do not use."